Manufacturer narrative:
The pacemaker and the associated lead were returned for analysis. Upon receipt, the atrial lead was still attached to the pacemaker. As a first step of the analysis, the pacemaker was interrogated revealing no anomalies. The header of the pacemaker was visually inspected. First attempt to unloose the atrial set screw using a torque wrench (tw) was not feasible, confirming the clinical observation. Only when a higher force was applied, the set screw could be loosened. Subsequently, the analysis of the set screw itself and the thread did not show any anomalies. It cannot be excluded that the set screw was screwed in slightly tilted which required higher forces during the detachment of the atrial set screw. Further detailed analysis of the header system did not show any peculiarities and the set screw could be easily screwed in and out. There was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also, the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was still fully functional. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed cuts into the insulation 15 cm distal to the is-1 connector pin, which most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The manufacturing process for the devices under complaint was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that a dislodgement was noticed, and the pocket was opened to perform a revision. The physician was unable to retract the helix and reposition the lead. The lead remains implanted but will be revised in the future.